Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient reported experiencing dyspnea following a device replacement procedure. Interrogation revealed non-capture and small p waves on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.